Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery that the surgeon was inserting a 32mm mini acutrak 3 screws when the driver tip broke off. The surgeon was able to remove all the broken pieces. The surgery was completed with another driver from the tray after a 3-minute delay. No adverse patient consequences were reported.

Manufacturer narrative:
The reported t8 cannulated stick fit hexalobe driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 589808) was examined visually under magnification. The driver tip presented with distinguishable fracture surfaces and a portion of the tip broken off. The fracture surface comprised largely of one plane orientated approximately 45 degrees relative to the long axis of the driver tip. None of the tip pieces were returned. The remaining intact portion of the driver tip was truncated in length. It represented approximately 50-70% of the original overall length of the hexalobe tip. Additional commentary collected from the party filing the incident noted the profile drill was not used. The absence of profile drill use causes an increase in the required amount of insertion torque. The effect of an increase in the amount of insertion torque requires the driver tip to withstand a higher amount of stress during implant insertion. The observed fracture pattern on the driver tip and additional information collected support the commentary in the event description. The torsional load application and brittle fracture mode can cause a driver to break into pieces. Not all the broken tip pieces were returned nor the screw involved. Additional information collected indicated the absence of profile drill use may have led to an increase in required insertion torque. The combination of observations additionally collected information, absence of return pieces as well as the multitude of additional factors present during a screw insertion, inhibit a direct conclusion of the cause of the driver tip fracture. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.